Event description:
On (B) (6) 2010, patient reported, she started developing an infection at her infusion site in (B) (6). Patient stated, she noticed the infection when she went to remove the infusion site and there was purulent drainage coming out of the area. Patient reported, she was put on antibiotics due to the infection. Patient stated, a sample of the discharge was cultured. Patient reported she went off of the infusion device for about 3 months due to the infection. Patient stated, she thinks the infection may have been caused by the teflon cannula on the infusion set; would like to try an infusion set with a stainless steel cannula to see if this helps. Patient no longer has product to return; sending replacement infusion sets.

Manufacturer narrative:
No product will be returned for evaluation.